Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be a best estimate. Updated fields: a2,b2,b3,b4,b5,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.),g3,g6,h2,h4,h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax. Per op notes, ¿a large indirect hernia with incarcerated sigmoid colon was noted and reduced. The hernia sac was dissected from the cord structures. The hernia sac was reduced. A 3dmax mesh was placed and secured using sutures to coopers ligament.¿ (B)(6) 2021 - patient was diagnosed with recurrent incarcerated left inguinal hernia and pain thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿lot of scar tissue from the previous surgery was excised. Cord structures were identified. An indirect hernia sac was identified with incarcerated preperitoneal fat were reduced. The hernia sac was dissected free and reduced. A synthetic mesh was placed and secured using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.